Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged critical device error (open book image) alarm found on october 07, 2022. Device alarmed critical device error after battery installation. Device successfully downloaded using thump. Verified critical device error due to consecutive hardware low level failure variable (15) esf#3926945 file#2017 line# 147 alarms in the device history download on october 07, 2022 at 08:21 pm due to hardware defect. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical device error. Found moisture damage to electrical board 1 and electrical board 2 board during visual inspection. Device passed the force sensor zero offset test with 24.7 millivolt. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, cracked case (battery tube), fading serial label, keypad overlay texture damage. The p-cap/reservoir does lock properly. Critical device error (open book image) alarm confirmed due to hardware low level failure is confirmed due to hardware defect and being found in detailed trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error on the insulin pump. The customer stated that insulin pump had open book image error. No harm requiring medical intervention was reported. Troubleshooting was performed and the insulin pump will be returned for analysis.